Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+2.0/092 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens will be explanted/exchanged due to wrong data for lens calculation was used (calculation error and mistake in the subjective refraction by clinic). The lens remained implanted. Cause of the event was due to user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+2.0/092 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens will be explanted/exchanged due to wrong data for lens calculation was used (calculation error and mistake in the subjective refraction by clinic). The lens remained implanted. Cause of the event was due to user error. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5- per additional information received on 10- may-2022: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+2.0/092 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was exchanged for a lens of the same model/length but different power on (B)(6) 2022 due to using the wrong data for lens calculation (calculation error and mistake in the subjective refraction by clinic). The problem was resolved. Cause of the event was due to user error. Claim# (B)(4).